Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a right hemicolectomy procedure there was a firing issue, the device fired a little but could not fire farther on the second firing. The tissue was with little cut line and staple line, but the staple legs were straight. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m53e19. The analysis results found that the tcr75 reload was received with no apparent damage. The reload had the proximal 6 drivers up without staples and the remaining drivers were down and the swing tab in locked position. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The swing tab was reset and then the reload was tested for functionality with a test instrument and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked.